Event description:
It was reported patient experienced ineffective stimulation with the scs system. Patient underwent surgical intervention on (B)(6) 2024 during which an additional drg system was implanted. Both systems are providing patient therapy.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported patient experienced ineffective stimulation with the scs system. Patient underwent surgical intervention during which an additional drg system was implanted. Both systems are providing patient therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.